Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Subsequently, it was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. Customer's blood glucose level was above 500 mg/dl. The customer declined further troubleshooting with tandem technical support (cts), and multiple attempts were made by cts to follow-up with the customer on the reported issues, but no response was received.